Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1004 and code 1007. Code 1004 is indicative of shorted shock and code 1007 is indicative of charge time greater than 45 seconds. Boston scientific technical services (ts) recommended urgent intervention. The patient was hospitalized and surgical intervention was performed. The associated right ventricular (rv) lead was abandoned. This device was explanted. The explanted device was discarded and is not expected to be returned for evaluation.